Event description:
Patient s/p lvad [status post left ventricular assist device] placement [date redacted], approximately 3 years ago. On [date redacted] this year, found to have distal right m1 occlusion requiring mechanical thrombectomy.